Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g4 - PMA/510(k) #, h3, h4, h6, h11 the device was returned to olympus for inspection and the "loss of image" failure was confirmed. However, the "b51 communication error" was not confirmed during evaluation, and the definitive root cause of this reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the error b31 occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b31 occurs, and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope loses the image and it says b51 communication error on the screen. The issue was found during set up before patient in room. There were no reports of patient involvement.